Event description:
Nexus cmf was notified on (B)(6) 2014 that the pt was scheduled for an explant on (B)(6) 2014.

Manufacturer narrative:
(B)(6) notified nexus cmf of an explant surgery taking place on (B)(6) 2014.